Event description:
A sonogram performed on the testicular prosthesis was suggestive of rupture of the prosthesis. In addition to the genitourinary problems, the pt has suffered from chronic fatigue since 1989. For the past three months, he has had a sensation of rectal urgency which has been attributed to the prostatism. He complains of cognitive impairment with diminished short-term memory and states that he frequently gets lost. He has had dry eye syndrome for several months and believes that schirmer testing has been performed in the past with abnormal results. He has had dry mouth for the past six months. He describes raynaud's phenomenon which preceded the testicular implant. Pt has photosensitive dermatitis and rare night sweats. Examination of the testes revealed that the left testis was firm and non-tender. The right testis was increased in size and soft and had the appearance of a hydrocele. On the basis of the history, physical examination and available lab data, pt seems to be showing early signs of an undifferentiated connective tissue disease characterized by fatigue, cognitive impairment, carpal tunnel syndrome, prominent sicca complex, photosensitivity, bladder and bowel irritability and night sweats. The pt's systemic complaints have occurred in the setting of longstanding scrotal pain in response to a testicular implant and are suggestive of silicone associated undifferentiated connective tissue disease. Pt suffers from chronic hematuria, the etiology of which has never been established with certainty. He has prostatism but on cystoscopy, he also has bladder abnormalities which suggests some type of chronic cystitis. At the present time, he has no laboratory abnormalities to suggest over activity of the immune system. Rptr is inclined to attribute symptoms to the implant and since the implant is not medically necessary, rptr believes it would be prudent to remove it. (*)